Manufacturer narrative:
A partial lead with the connector pin measuring 58.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented at pre-operative check with febrile illness. The system was explanted. The patient had febrile illness post operation. No additional information was reported.